Event description:
It was reported that the patient underwent explant surgery due to infection. Vns lead wire was prominently protruding outward. Vns generator site on chest was puffy. A review of device history records showed that both the lead and generator were sterilized prior to distribution. High impedance was also observed for the patient's device and is reported in MFR. Report # 1644487-2017-04025.